Event description:
An unknown size s670 over-the-wire stent delivery system was inserted into a patient's arterial vasculature. It was reported that the stent dislodged from the stent delivery balloon during the procedure. The undeployed stent was successfully snared from the pt. There is no further info to determine the cause of the event despite repeated attempts to obtain info. There were no additional clinical sequelae reported relating to the event.